Event description:
Patient was evaluated on (B) (6) 2009 for a dose adjustment; after that reprogramming, his alarm date was (B) (6) 2010. His critical alarm was noted by the staff at his facility to be sounding on (B) (6) 2009. His no critical alarm had been sounding since (B) (6) 2009 but had never been detected by the staff caring for him. The patient was not having any signs or symptoms of baclofen withdrawal; the patient appeared comfortable, with little to no spasticity, no physical withdrawal symptoms. He was seen on (B) (6) 2009 for a pump refill because of the empty reservoir alarm. At the time of the refill, his actual reservoir volume was found to be 9.2 ml (the estimated reservoir volume was 8.7 ml). The patient was evaluated again on (B) (6) 2009. No problems were noted with the device at the time.

Manufacturer narrative:
(B) (4).